Event description:
The hospital reported that approximately nine minutes into the bypass procedure, the perfusionist experienced limited flow through the heat exchanger of the oxygenator. The unit was changed out without no effect to the pt.